Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob was requested but not provided.

Event description:
It was reported that a nurse noted that the tubing set cracked in the area below the puncture to the IV bag around the connector site and close to the heparin solution. The tubing set was connected to the patient above the pump. The customer stated that there was no patient harm caused by the event.